Manufacturer narrative:
Two products with the same catalog and lot numbers are represented. A review of mfg route sheets was completed and results indicated this lot of products met all requirements for product acceptance. This lot was part of a study and the stents of this lot were not drug coated. Additional info will be submitted within 30 days of receipt.

Event description:
The pt was a female with a history of previous mi, hyperlipidemia, and hypertension. The indication for the index procedure was an mi which occurred 2 weeks earlier. The target vessel was the mid right coronary artery (rca). Vessel diameter was 3.0mm and lesion length was 32mm. Pre-procedure stenosis was 90% and timi flow was 3. There was no calcification and moderate tortuosity. The lesion was pre-dilated with a 2.5mm balloon at 10 atm. 2 study stents (3.0 x 18mm) were deployed at 10atm. The second stent was proximal to the 1st and the stents were overlapping. The stents were post dilated with a 3.0mm balloon at 20atm. Final stenosis was % and timi flow was 3. Integrilin was used during the procedure. The highest act was 427. The pt developed moderate angina 1 hour post ptca with no associated ECG changes the angina resolved after nitroglycerin. Seven hours later, the pt had recurrent angina, which resolved with nitroglycerin. The following morning, the pt was clinically stable despite mild elevation of cardiac enzymes and a new st depression. The pt's condition stabilized and she was discharged home.